Event description:
It was reported that there was an infection with a gram negative strain of enterbacter cloacae between 6-10 days after implantation.

Manufacturer narrative:
The device has not been returned to the manufacturer